Event description:
Customer reported negative results for white blood cells (wbc) and red blood cell (rbc) on the instrument but the microscopic results were positive. There was no report of injury for this event.

Manufacturer narrative:
The cause for the discordant white blood cells and red blood cells results is unknown.